Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were getting stuck and the customer was unable to press them. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded act, up and down buttons on keypad traces. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked case at the reservoir tube window corners.